Event description:
It was reported that the procedure was to treat a mildly tortuous mid and proximal right coronary artery (rca). A 3.5 x 38 mm xience xpedition stent was implanted in the mid to distal rca. A 3.5 x 12 mm xience xpedition was being advanced through a 6f guideliner to treat the lesion proximal to the first implanted stent when there was resistance noted while still inside the guiding catheter. The resistance was thought to be with the guide wire. When attempting to remove the catheter from the guide wire, the catheter shaft separated. All devices were removed from the anatomy as a single unit. The artery was rewired and an attempt was made to advance another 3.5 x 12 mm xience xpedition when there was resistance again with the guide wire when advancing and removing the stent delivery system. The guide wire and stent were removed from the anatomy together. A non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire and shaft separation were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.